Manufacturer narrative:
H3: could not verify excessive heat. Service and repair team operated handpiece for 1 minute @30,000 rpm's and the unit remained below the criteria of 118°f. The pre- repair temperature checks were: front = 88.4°f, middle = 88.1°f and rear= 88.6°f. But there was foreign material up on rear bearing. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16, img g04063 codes are not applicable. Pre-repair temperature results was performed from service and repair that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during fess procedure that the device had called to report that after obtaining the handpiece with oscillate motion with irrigation used on site that had been tagged for this issue, he was able to recreate the issue. Rep had the m5 shaver sn (B)(6) with a 70 degree bur (same bur type as that used in the procedure, the original bur was discarded by the site) and after less than 30 seconds of depressing the footpedal the handpiece became excessively hot. Bur was firmly seated and not wiggly, but had not been locked. Locked bur down and the issue reoccurred. 00784807 was created for an m4, but the rep was unaware of an m4 handpiece at the site displaying overheating issues (only an (B)(6) -- rep will confirm with surgeon when available. Procedure was completed with another device. Suspected damage to the handpiece clutch. Ts alerted rep that the overheating handpiece(s) should be returned to s<(>&<)>r. There was no patient impact.